Event description:
A patient reported that their tubing had disconnected from the port. The patient reported that the tube "split" disconnected at three areas. After troubleshooting with customer service it was determined that the leak occurred at the luer lock area. The patient ended treatment. Medication unknown. Volume to be infused unknown.